Event description:
The customer reported the ac power indicator led is not working. The mode during use was not reported. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power indicator led is not working. The mode during use was not reported. There was no report of pt involvement. The device was evaluated at a third party repair service, and the issue was verified. The bezel assembly was found to be defective. Replacing the bezel assembly resolved the reported issue. The device passed testing and was returned to the customer.